Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint, and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported complaint broken/loose cable. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. This event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, a broken cable was noted on the small grasping retractor instrument. The customer reported complaint does not itself constitute an MDR reportable event, however, the broken pitch cable found during failure analysis could cause, or contribute to an adverse event if the malfunction were to recur. A review of the site's complaint history showed no additional complaints related to this product. No image, or video clip for the reported event was submitted for review. System log investigation: a review of the instrument log for the small grasping retractor (part #470318-10/lot#n10190902/sequence#0043) associated with this event has been performed. Per logs, the small grasping retractor was last used on (B)(6) 2020 on system sk0909. The alleged event occurred on the 6h use of the instrument, and has 4 lives remaining. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted small bowel resection surgical procedure, a broken cable was noted on the small grasping retractor instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter, and obtained the following additional information: the customer confirmed the event date to be (B)(6) 2020. The instrument was inspected prior to use. The customer was grasping bowel when the cable broke. The customer was not aware of the color of the broken cable, and confirmed that nothing fell inside of the patient. There were no video, or photos taken during the procedure.